Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, detached end cap and minor scratches on display window noted.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she changed her son's site and when they filled the tubing, the bottom of the pump came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.